Event description:
Account alleged there were some pendants with exposed bare wires. No alleged injuries or pts involved.

Manufacturer narrative:
New model pendants were shipped to the account to resolve the issue.